Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was consistent with the reported complaint. The grip tang of the force bipolar instrument was dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a misalignment at the jaws, and there was an issue during removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the force bipolar instrument exhibited an abnormality with the jaws sticking out. There was no material missing or detached from the instrument. It was noted that the instrument was shut in a closed position. The instrument was not removed with the cannula when it was taken out of the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip, causing misalignment on the grips. There was a 0.60 mm offset at the tips. The grips do not show cracking damage. The components adjacent to this bent grip do not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.